Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal fusion for unknown indication. It was reported that surgeon was using the driver with a screw to place a transarticular screw, cervical, c1-c2. Thread on screwdriver broke, and it could no longer properly thread in and engage the pedicle screw. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # nav3606195, lot # ca19c028 visual and optical inspection confirmed the threads and the hex tip of the screw driver have been damaged/stripped. This type of damage appears to from torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.